Event description:
It was reported that during a urethral stenting procedure, while advancing the ie temp tip 8/28 urinary drainage catheter, the physician felt severe resistance and had to pull it back and the pigtail tip broke off inside the pt. The pt status was stable when this occurred. The pt had a surgery 6 days later and the dislodged piece was successfully removed. The pt is doing fine after the surgery.

Manufacturer narrative:
Device evaluation: one 8 french nephroureteral stent system inside a ziploc bag was received. Residue was present on the device to indicate use. The distal pigtail had been torn off and was not returned as it was discarded when removed from a later surgery. The middle pigtail was ripped upon return. A visual evaluation found that the distal pigtail had been torn off. The tear was at an angle and jagged. The middle pigtail was found to be torn in four places. Three of the tear in the middle pigtail originated in a sideport hole. The fourth tear was almost completely through the body of the stent. The suture was not available at the distal end of the device. The most probable root cause is operational context. During insertion, the stent came into contact with a stricture. When the physician tried to pull the device back, the distal pigtail which was most likely logged in the stricture tore off. It also appears due to handling during use the middle pigtail was torn in multiple places due to the force used to try to pull back the device.